Event description:
The customer reported that device was initially used for a whipple procedure. The case was without issue and the surgeon stated there were not any problems with the device. On (B)(6), the pt showed signs of internal bleeding. The pt was returned to surgery and was found to have bleeding from the mesentery. A second surgery was performed and the pt passed away that day. Add'l questions concerning the incident have been asked of the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.